Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was having difficulty recharging the ipg. The sjm rep met with the pt and determined the pt was able to recharge the ipg but in order to do so, the pt had to be in a certain position to establish a connection with the charging system. It was reported the physician planned to undertake surgical intervention to reposition the ipg at a future date.